Event description:
A report was received that a patient underwent an ipg explant procedure due to a staphylococcus aureus infection at the pocket site. Initially the patient was experiencing a burning sensation and pain at the pocket site. The physician explanted the ipg and noted pus in the pocket site. The physician believes the infection was procedure related. The patient was provided with antibiotics. In addition, the patient's lead was displaying high impedances on 1 contact. On (B)(6) 2013, the physician decided to explant the patient's leads to make sure the infection would not recur.

Event description:
A report was received that a patient underwent an ipg explant procedure due to a staphylococcus aureus infection at the pocket site. Initially the patient was experiencing a burning sensation and pain at the pocket site. The physician explanted the ipg and noted pus in the pocket site. The physician believes the infection was procedure related. The patient was provided with antibiotics. In addition, the patient's lead was displaying high impedances on 1 contact. On (B)(6) 2013, the physician decided to explant the patient's leads to make sure the infection would not recur.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm. Model#: sc-2366-70, serial/lot#:(B)(4), description: linear 3-6 lead, 70cm. Model#: sc-3138-25, serial/lot#: (B)(4), description: scs phiii ext 25cm, model#: sc-4316, serial/lot#: (B)(4), description: next generation anchor kit-sterile. Model#: sc-3354-25, serial/lot#: (B)(4), description: w4 splitter 2x4-25 cm - the explanted devices will not be returned to bsn because they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.